Event description:
A (B)(6) old male pt contacted zoll lifecor customer support to report that the screws on top of the monitor (where the belt connects) had come out. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. As received, the monitor was found to have a damaged electrode belt connector. Loose hardware from the connector was found inside the monitor casing. The root cause of the damaged electrode belt connector cannot be positively identified. Once the connector was replaced, the monitor was fully functional and operating normally. No adverse event resulted from the damaged connector. The pt received a replacement monitor.